Manufacturer narrative:
Product analysis: analysis was able to confirm that the external pulse generator (epg) would not turn on. Analysis also noted that the shorting bar was contaminated and would not connect to the batteries, the battery drawer would not latch as the latch mechanism was not installed correctly, there was lower case damage by the battery drawer, the battery drawer was contaminated, five case plugs were not fully inserted into the case, both output connectors were broken, the hanger was cracked and bent, the upper case was broken, the encoder assembly was contaminated with rust, one encoder knob was contaminated with rust, and both battery wires were pinched in multiple locations though not compromised. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on. The epg is expected to be returned for service. There was no patient involvement. It was further reported that the epg was returned for service. It was further reported that the epg subsequently tested out of specification during manufacturer¿s analysis.